Event description:
It was reported that during the patient's implant surgery, the surgeon noticed the second electrode on the lead was kind of stuck to the first, almost as if they were glued. The surgeon unstuck them by gently pulling them apart and implanted the lead, and since impedance was fine decided to keep the device implanted. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No other relevant information has been received to date.